Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 09-oct-2019. This spontaneous case was reported by a regulatory authority and describes the occurrence of menorrhagia ('heavy periods') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. In 2016, the patient experienced menorrhagia (seriousness criterion medically significant), migraine ("migraine"), stomach pain ("stomach pains"), osteoarthritis ("osteoarthritis"), breast pain ("painful breasts"), stomach cramps ("stomach cramps"), fatigue ("excessive tiredness") and lethargy ("lethargic"). Essure treatment was not changed. At the time of the report, the menorrhagia, migraine, stomach pain, osteoarthritis, breast pain, stomach cramps, fatigue and lethargy outcome was unknown. The reporter provided no causality assessment for breast pain, fatigue, lethargy, menorrhagia, migraine, osteoarthritis, stomach pain and stomach cramps with essure. The reporter commented: in 2020 patient will undergo a compulsory operation to remove the essure devices which will involve 1 month of work leave no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.